Event description:
It was reported that during an unspecified procedure, a detachment occurred. A upc/14-1995, 4.5cm ultraflex tracheobronchial stent was advanced to treat an unspecified lesion and successfully deployed. Following stent placement, the physician noted that "a silicon ring was placed distal to the stent" and appeared to be a piece of the delivery catheter. After approximately 45 minutes, the physician was able to remove the detached piece of the device by unspecified means. No patient injuries or complications were reported. The patient's current condition is unknown.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed: